Manufacturer narrative:
Correction: no values were checked for block b1 and block b2 in the initial report. The correct values have been added to this follow-up report. Manufacturer¿s reference number: (B)(4). Block b1 "is adverse event" was checked. Block b2 "is other serious" was checked.

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis developed capsular contracture (baker grade unknown) in her left breast post implantation. The patient felt hardness on her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).